Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, patient underwent surgery for open reduction internal fixation (orif) of the distal radius. Subsequently it was discovered that the plate was broken and there was a non-union. A hardware removal and revision of the wrist was performed on (B)(6) 2017 due to a broken plate and non-union. Removed hardware included: the broken plate, and eleven intact screws -all removed without incident. The patient was revised to an identical plate, screws and bone grafting. There were no reported surgical delays, no fragments involved, no additional medical intervention and no additional x-rays required. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: cortex screws (part# unknown, lot# unknown, quantity 3), locking screws (part# unknown, lot# unknown, quantity 8). This report is for one (1) 2.4mm lcp straight wrist plate 170mm. (B)(4).